Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Temporal fault could be a cause according to the following fact but it was unable to be identify whether the cause was due to the device fault or not. - the phenomenon occurred during the procedure but it was completed without exchanging the device; it might be a phenomenon occurred temporary. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. However the field service engineer visited the facility and checked the subject device on-site, the subject device was suspected to be defective. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, it was found that the scope communication error e216 occurred and the image was not displayed. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.